Event description:
Glidescope go laryngoscope was to be used for intubation. It had turned on shortly prior to use and nurse confirms it was hooked up to charge before being used. At time of intubation, the laryngoscope did not work. The screen would light up and then it would shut back off. Attempted to use twice with same effect.